Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that this right atrial (ra) lead had migrated and exhibited high pacing threshold. In addition, a removal difficulty was met during explant. This ra lead was successfully explanted. No additional adverse patient effects were reported.